Manufacturer narrative:
(B)(4). The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The switch lever assembly was replaced to resolve the reported issue.

Event description:
The hospital reported that, the lever from bag to vent is getting stuck. It required a bit of a jiggle and force to complete shift. There was no reported patient injury.